Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6), the patient experienced high blood glucose levels (27 mmol/l / 486 mg/dl) while wearing the pod. Despite multiple correction attempts, the patient's glucose levels did not return to normal range. During the night, the patient began vomiting, and her parents took her to (B)(6) hospital on (B)(6) at 10:30 am. At admission, it was confirmed that the patient had been wearing the pod from approximately 50 hours on the abdomen. Testing revealed elevated ketone levels (5.4 mmol/l, rising to 6.1 mmol/l in hospital) and the patient was diagnosed with diabetic ketoacidosis (dka). She was treated with intravenous fluids and an insulin infusion, which reduced ketone levels to 1.4 mmol/l after about 10 hours. A new pod was placed. The patient remained hospitalized for 27 hours before being discharged. The pod was discarded.